Manufacturer narrative:
(B)(4). Batch # p93k24. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the blade tip was broken about 0.3 cm during the procedure. Changed to another one to complete the surgery. The reporter claimed that the whole surgery had been prolonged. No additional information can be provided.